Event description:
Sales consultant reported during a trochanteric fixation nail procedure, the 130deg. Aiming arm attachment nut would not hold the blade guide sleeve tight. At the conclusion of the procedure, after the nail had been successfully implanted, the blade guide sleeve and the buttress compression nut were stuck together and could not be separated. The surgeon was able to complete the surgery successfully. This report is on the blade guide sleeve. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Date of birth: 1947. Device is an instrument and is not implanted/explanted. A review of synthes device history records revealed the blade guide sleeve for trochanteric fixation nails, was manufactured by nemcomed. Po 1149898, dated 6/14/10, for 32 parts, was inspected to the synthes incoming final inspection sheet number ns029052 revision c on 6/16/10. The product conformed to all requirements. Certificate of compliance is dated 6/10/10. Thirty-two parts were released to the warehouse on 6/17/10. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was returned and the investigation is ongoing. Placeholder.